Event description:
It was reported that during service and repair pre-testing it was observed that the foot control device had "debris and oil contamination". The device was not used in surgery as the alleged defects were observed during pre-testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received without an alleged defect. (B)(4) evaluated the device was observed that the oil was contaminated and debris was inside of the device. Evidence indicates this was due to improper care and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.